Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains implanted but electrically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial pacing lead exhibited intermittent pacing impedance measurements of greater than 3000 ohms. Noise was noted on the electrograms. During the device check, the pacing impedance and pacing threshold measurements were normal. P-wave sensing was poor, therefore atrial sensitivity was reprogrammed in the device to mitigate undersensing. A unipolar lead measurement was not taken, and no x-ray was performed at this time. A lead fracture or connection issue was suspected; however, no revision procedure was planned. The patient would continue to be monitored, and a next follow-up was scheduled for six months later. No adverse patient effects were reported. The lead remains is service.

Event description:
Boston scientific received additional information that during the patient's next follow-up, the ra lead pacing impedance remained greater than 3,000 ohms. Pacing and sensing failure were observed on the electrograms. The lead was tested in the unipolar pacing configuration and the impedance measurement was still over 3,000 ohms. A review of the device daily measurements found the impedance had been consistently out-of-range since (B)(6) 2014. At this device check, an x-ray was performed which revealed a suspected fracture around the suture sleeve. The patient did not experience any symptoms related to the loss of atrial pacing. The device was reprogrammed to vvir and the patient would continue to be monitored. The next follow-up was scheduled for (B)(6) 2014.